Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The representative confirmed that all cables are fully seated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a procedure. It was reported that the camera cart had shut down during the case. It was noted that the system may have been unplugged during the case, but was plugged in all weekend. There was a less than 1-hour delay to the procedure and no impact on patient outcome. It was later noted that the back up battery showed 18 minutes of charge. Once unplugged, it dropped to 12-minutes where it leveled off and stayed. The manufacturing representative unplugged the system for at least 5 minutes with no problem.

Manufacturer narrative:
Analysis on the returned uninterruptible power supply (ups) and the two batteries all resulted in no failure being found through functional testing and visual/physical examination. All outputs were measured as normal. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional follow-up determined that the issue occurred during a sacroiliac and thoracolumbar procedure.

Manufacturer narrative:
A medtronic representative when to the site to complete an additional system checkout. The representative replaced the computer cart uninterruptible power supply (ups), computer cart battery, and the camera cart battery. The issue resolved after part replacement. If information is provided in the future, a supplemental report will be issued.